Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheter that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and electrohydraulic lithotripter (ehl) procedure performed on (B)(6) 2022. During procedure, the spyscope ds ii was introduced inside the common bile duct (cbd) the image became hazy and vague then suddenly stopped working. A second spyscope ds ii was used, and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.